Event description:
It was reported that following aveir leadless pacemaker (lp) implant procedure, the patient experienced left leg muscle stimulation. It was also noted that there was capture failure. X-ray performed on (B)(6) 2024 showed that the lp had become dislodged and it traveled to the common iliac vein. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of dislodgement, failure to capture, and therapy delivered to incorrect body area were not confirmed. Final analysis found no anomalies contributing to reported event of capturing problem, and the helix was measured to be within specification.